Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with cefazolin 1 gram every day intraperitoneally for four days and fortum 1 gram every day intraperitoneally for four days for the peritonitis event. On the day following cefazolin and fortum therapy discontinuation, the patient began treatment with gentamicin 400 milligrams every day intraperitoneally (duration not reported) and vancomycin 1 gram per week intraperitoneally (duration not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: additional information: one day prior to the receipt of this report, treatment with gentamycin and vancomycin therapies was discontinued and the patient was discharged from the hospital. The patient was recovered from the peritonitis event (previously the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.